Event description:
Customer reports testing 558mg/dl and 541mg/dl on the compact plus system and feeling hypoglycemic symptoms. The customer was taken to the hospital where she tested 12mg/dl and was treated with glucose. At a different time, customer also reports a comparison where she obtained a result of 602mg/dl on the compact plus system while a professional device produced a result of 122mg/dl. Requested return of the suspect system; however, strips are unavailable for return. Replacement was sent.